Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the hyperglycemia was due to the insulin-on-board feature of the pump not working. Troubleshooting completed by animas customer support revealed that the insulin-on-board feature of the pump was set to off and the reporter stated the patient also admitted to eating before bed and not accommodating for that with insulin. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with training/misuse.